Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 11 instances of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 333 allegations of a malfunction, 184 pumps were returned to animas and investigated. Of the investigated pumps, 23 were found to be malfunctioning due to a keypad contact button defect and keypad contact contamination. During investigation for unrelated complaints, there were 29 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 333 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-84 years of age and between 12 and 290 pounds. Of the reported patients, 149 were male, 184 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of keypad/tactile failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.